Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine was replaced to resolve the reported issue. Customer reports no patient information available.

Event description:
The hospital reported an over delivery of pressure to the patient circuit. The unit was replaced and case resumed. There was no report of patient injury.